Manufacturer narrative:
A follow up was performed with the technician, and it was clarified that the device failed the airflow accuracy test and did not have a flow rate error. The technician reported that the flow sensor assembly was replaced to resolve the issue. The technician tested the device, and performed a verification procedure, the device's settings were then restored to factory defaults. All necessary checks have been carried out to certify that the system has been restored to its pre-failure condition. In light of this new information, this allegation of not passing airflow test, is a non-reportable event since it's not likely to cause or contribute to death/permanent impairment/serious injury.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a flow rate error message. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed a flow rate error message. It was determined that the flow sensor assembly needed to be replaced. Investigation ongoing / resolution pending.